Event description:
The customer's son reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 68 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer last changed her infusion set the day prior to the event, and she was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.